Manufacturer narrative:
Evaluation summary: device evaluation and results: inspection of the reported devices could not be performed as no items were returned. Device history review could not be performed as the reported devices were not properly identified. Complaint history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions: the event was confirmed. Voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that, patient is experiencing pain. Since his surgery he feels that he has not completely healed. His pain has been constant and he has had continuous follow ups with his surgeon. X-rays have revealed that he's "fine" but the pain continues. He has received a letter from his surgeon and will be seeing him this friday to see if the pain is due to the recall implant or the healing process. Per patient's wife, they are unsure of which implants he has.